Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter was issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers on december 8, 2017 to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
Field service identified four damaged cuvette segments on the architect c16000 system, serial number (B)(4). Service replaced the damaged segments. There was no reported impact to patient results or patient management.